Manufacturer narrative:
(B)(4). Batch #r5989v. Investigation summary: the analysis results found that one ec60 device was returned with no apparent damage and with a gst60w cartridge not loaded on the device. The reload was received partially fired 1/16 with the pan detached from the cartridge. The device was tested for functionality with a test cartridge reload and achieved its complete 3-stroke firing sequence without any difficulties. The staple line and cut line were complete and the staples meets the staple release criteria. Batch records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. It is possible that while loading the reload, the cartridge was pushed farther back than the cartridge alignment stop windows resulting in the knife pushing the one piece sled forward and locking the cartridge. It is also possible that handling by the customer could dislodge the pan. Dislodging as a result of the removal of the cartridge from the device is the most likely scenario. It should be noted that as part of our quality process, each device is visually inspected and functionally tested during manufacturing to ensure that the device meets the required specifications prior to shipment.

Event description:
It was reported that during the laparoscopic gastrectomy surgery, the device would not fire when severing duodenum tissue on the 1st firing. Changed to a new one to complete surgery. There was no patient consequence reported. No additional information can be provided.